Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially called needing assistance with performing a control solution test. Customer then reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 217, 243, 395 mg/dl fasting and 249, 194 and 343 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 100 - 125 mg/dl; an expected non-fasting blood glucose test results range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 235 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/19/2021. The meter memory was reviewed for previous test result history: (B)(6).